Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was associated with a system infection and erosion. A hematoma was also observed. Surgical intervention was performed and the hematoma was removed and the pocket was cleaned. The rv lead was repositioned and remains implanted and in service. No additional adverse patient effects were reported.